Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old patient needing mechanical circulatory support was attempted to be implanted with an impella rp. It was reported that during insertion, the right femoral vein was used for access and an angiogram was performed where may-thurner disease was revealed in right iliac vein. The decision was made to abort rp placement due to stenosis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.